Event description:
Per the clinic, the patient experienced swelling at the implant site due to a traumatic injury to the head. The patient was prescribed with oral antibiotic prophylactically for the course of 7 days. Subsequently, the swollen lesion was surgically punctured and drained under general anesthesia on (B)(6) 2025. The implanted device remains.